Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed oral antibiotics (date, type, dosage and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure (date not reported) for debridement of the site. The patient was administered intravenous antibiotics (date not reported). This report is filed april 30, 2014. The implanted device remains.